Manufacturer narrative:
The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the mechanical inspection, a stylet intended to be used with this lead could not be properly introduced and advanced within the lead's lumen, which can be considered to be the root cause of the clinical observation. Subsequent analysis revealed the presence of coagulated blood in the lumen of the lead. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. In summary, coagulated blood was found in the lumen of the lead, which was introduced most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to high pacing thresholds. The physician tried to reposition the lead but was unable to get it to stay attached. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.